Manufacturer narrative:
Device evaluation summary: device evaluation of batery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the batter charger/modem was resetting. Upon evaluation, there was liquid contamination on the battery board adn the current controlling trasnsistor q1 and the u13 cmos flash microcontroller were thermally damaged on th ecarger bedside board. The cuase for the failure was isolated to the contaminated battery board and thermally damaged components. The root cause for the contamination was ingress of an unknown liquid. The root cause of the thermally damaged components was unable to be positively identified. No adverse event resulted from the defective batery charger / modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was resetting.